Manufacturer narrative:
Approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months.  A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for complaints of pain to the driveline site. Driveline was examined and there was an insufficient amount of drainage so no cultures were collected. There was no odor present. Patient was started on doxycycline as prophylaxis and completed a one week course. It was reported that the issue resolved on (B)(6) 2018. No additional information was provided.